Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was reported to be due to a "rupture".

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or on-conformances noted. Device evaluation: visual analysis of the returned device identified a curved opening, wear abrasion, and flat creases. A leak test was performed and found one opening. A microscopic analysis identified a curved striated opening on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Patient reported right side "rupture". Device has been explanted.